Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that while implanting an acetabular cup, the threads from the cup inserter broke off into the dome hole of the cup. An alternate cup and inserter were used to complete the procedure.

Manufacturer narrative:
The straight shell inserter and continuum shell were returned for review. Visual inspection reveals that the inserter shows signs of wear and tear, suggesting extensive use. The frequency of use of this instrument is unknown. The inserter hex bolt is fractured at the leading threads, and the broken piece is left in the shell. Damage to the inserter thread is too severe for thread gauge. Device field age is approximately 5 years and 1 month based on manufacturing date. Receiving/inspection reports were reviewed and the shell inserter was accepted by zimmer quality control. Inspection documentation shows all devices that were inspected met specifications. The reported device is used for treatment. A conclusive root cause of the event could not be determined.